Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure perforated left oviduct and was implanted in the fat of the rectum") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal symptom ("abdominal complaints"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), musculoskeletal discomfort ("complaints of lower back"), night sweats ("night sweats"), fatigue ("very tired") and polyp ("polyp"). In 2015, the patient experienced bladder disorder ("bladder complaints") and uterine prolapse ("uterus prolapsed"). The patient was treated with surgery (essure removed in the end of 2015 / 2016). Essure was removed. At the time of the report, the fallopian tube perforation, abdominal symptom, musculoskeletal discomfort, night sweats, fatigue, bladder disorder, uterine prolapse and polyp had resolved. The reporter provided no causality assessment for abdominal symptom, bladder disorder, fallopian tube perforation, fatigue, musculoskeletal discomfort, night sweats, polyp and uterine prolapse with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04set2017 for the following meddra preferred terms: - device dislocation: the analysis in the global safety database revealed 1.422 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.